Manufacturer narrative:
Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events while the patient was supported by battery power. These events were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potentially compromised driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient was reported to be stable at home and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the patient's previous phase to phase is reported under MFR # 2916596-2024-03983. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple pump off alarms on (B)(6) 2024. The patient had a known phase to phase short. Log files were submitted for review and confirmed the pump stops and associated alarms that occurred intermittently between (B)(6) 2024 and (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was later communicated that the patient underwent a pump exchange. The pump was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was identified through the product exchange that the patient underwent a pump exchange on (B)(6) 2024. No additional information was provided.